Event description:
A customer reported that the system would not prime and locked during a cataract procedure. The procedure was completed after exchanging the system. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).